Event description:
This female patient was admitted for pci of a de novo, 90% stenosis in the proximal lcx. An 8fr jl4 and a 0.014" bhw wire were used to access the lesion site. The lesion was predilated with a 3.0 x 20 highsail balloon inflated to 8 atms. During a stent deployment, @ 12 atms, contrast was noted leaking from the balloon (on flouro) and the pressure in the balloon would not hold. The stent was successfully deployed, but needed tobe post dilated with a 3.5 x 13 highsail balloon inflated to 12 atms. Upon inspection outside of the patient, the balloon appeared to have blood inside. There was no patient injury.